Event description:
A filter migrated into the right pulmonary artery after initial placement. The filter was surgically removed at another institution. Co is not aware of any further action taken and attempt to gain further info has been unsuccessful. The pt's condition is fine and pt has since been discharged. This product has not been returned for evaluation. Therefore, no failure analysis will be available. Co's follow-up indicated a pre-placement vena cavogram was not performed. It was also revealed that the pt experienced significant coughing throughout the procedure. Co believes these factors may have contributed to this event and does not attribute it to the device. However, without evaluating the device or further info, co is unable to determine the exact cause for this event.